Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few days post implant, the patient presented to the clinic. Post-sensed t-wave oversensing was observed on the ventricular channel resulting in inappropriate delivery of antitachycardia pacing. Chest x-ray confirmed that the lead had not dislodged as previously thought. Programming changes were made, and the device remains implanted.